Event description:
The pt rec'd two leads (with the same lot number) on (B)(6) 2010. It was reported the pt was not receiving adequate coverage, unless the amplitude was greatly increased. The physician replaced the two leads on (B)(6) 2011. F/u determined the pt was well, and there no further issues postoperative.

Manufacturer narrative:
Results: the complaint was confirmed. As rec'd, the leads were returned cut and incomplete. Both stimulation segments had kinks where all of the wires were broken along with compression marks. When the anchors were aligned to the compression marks, the location of the broken wires corresponded to the distal end of the anchor. The fractures are consistent with overstress the leads were subjected to at the distal end of the anchors while implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.